Event description:
The technician found the brakes do not hold when the pedal is set in the brake position. No pt impact.

Manufacturer narrative:
The technician found the brake block pivot and block pivot cap are cracked. The technician replaced the brake block pivot block pivot cap to resolve the issue.